Manufacturer narrative:
During complaint review, the increased number of complaints related to the issue - catheter squeezed in welding packaging, has been observed previously. A CAPA has been open to investigate the issue. Within the CAPA as immediate action operators were retrained in (B)(6) 2023 on visual inspection that is focused on the reported defect. Lot in question was produced before the retraining was carried out. No harm was reported. The defect is visible and was detected before use. The corrective action implemented previously, that covered implementation of guides under (B)(4), did not ensure 100% help to hold catheters on the right place in the cavities. Only reduce potential risk of catheters squeezing in weld. Two other complaints of this nature has been received on the lot. Due to ongoing monitoring the issue was submitted to crb that held on (B)(6) 2023. The following conclusion was made on the crb meeting: ¿the defect occurrence is small in each complaint. The defect is clearly visible and was detected by users before use. No harm was reported. According to IFU 1719466:.¿ do not use the device if the packaging or the water sachet is damaged or open prior to use and dispose of the device according to local regulations." No further actions are required at this stage. The issue will be continued to be monitored. In case of increased trend, the issue will be submitted to crb. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: complainant state/province: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported "catheter tip sealed with package". Photos depicting the reported complaint issue were provided by the complainant.